Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr; qc 2: 2.9 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer's alleged result of 1.4 inr on (B)(6) 2023 was not observed in the meter's patient result memory. The customer's alleged result of 2.8 inr on (B)(6) 2023 was not observed in the meter's patient result memory. Instead, a result of 3.2 inr was observed.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(4). The result from the meter was 2.8 inr and the result from the laboratory using an unknown reagent was 1.8 inr. The tests were taken within four hours. Based on the lab result, the patient took an extra 2mg warfarin for one night. The therapeutic range was 2-3 inr and the testing frequency was once every two weeks.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.